Event description:
Customer alleges she was driving the unit and when she turned it around she ran into a brick wall. She alleges she cut her foot because she put her feet on the ground to stop.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device becomes available.